Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset technical support engineer (tse) reviewed the system log and confirmed that the system operated within expected performance specifications. Device removed the fluid amount that was entered. Outset is unable to validate the report that the device removed more or less than what was entered. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
The customer site reported concerns regarding inaccurate fluid removal on a tablo system during patient treatment. Patients' blood pressure was as low as 75/39 with symptoms of dizziness and nausea at the end of treatment. Patient was provided fluid interventions and was discharged from dialysis in stable condition.